Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtained via the right radial approach. The de novo target lesion was located in the mid left anterior descending artery (lad). Cannulization of the ostial lad was performed using a 6f 3.5 non bsc guide catheter and a non bsc wire was advanced to the lesion. A guidezilla¿ guide extension catheter was selected for better support. During the procedure, resistance was noted inside the guide catheter and the device could not move. The device was removed from the patient's body and it was observed that the catheter was broken at the collar embedded segment. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube, collar, and distal shaft was microscopically inspected and noted a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtained via the right radial approach. The de novo target lesion was located in the mid left anterior descending artery (lad). Cannulization of the ostial lad was performed using a 6f 3.5 non bsc guide catheter and a non bsc wire was advanced to the lesion. A guidezilla¿ guide extension catheter was selected for better support. During the procedure, resistance was noted inside the guide catheter and the device could not move. The device was removed from the patient's body and it was observed that the catheter was broken at the collar embedded segment. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.